Event description:
It was reported there was a bent lead out of the box. It was stated the device was not implanted. It was noted during the left lead revision the lead had looked bent out of the box and the doctor did not feel comfortable using the bent lead. It was noted a new lead was opened. It was stated the patient status at the time of report was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Analysis of the lead, lot #va0g7xz, found no anomaly. The lead was electrically okay. Analysis of the unknown stylet found the wire bent even though it was new out of the box.

Manufacturer narrative:
(B)(4).